Manufacturer narrative:
Concomitant medical products: product ID 3093, serial# unknown, implanted: 2009, explanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found that the conductor body was broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had not been able to feel the stimulation and patient's symptoms had reappeared. Impedances were measured on a lead and were > 4000 ohms for 2 electrodes used for stimulation. An explant of the lead was performed due to "less than 50% therapy relief/loss of therapeutic effect." When patient's healthcare provider (hcp) tried to remove the tined lead, it broke and resulted in a device fragment remaining in the patient's body. The hcp supposed "kinking" caused lead fracture. The hcp decided to implant a new lead "contralateral." The patient "felt good paresthesia and now felt well." Hospitalization, medical (e.g., intubation, pharmacological) and surgical interventions were required as a result of the event. Patient status at the time of this report was alive with no injury/no adverse event.